Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device replacement, the rv lead was disconnected. The right subclavia was closed and when the lead was pulled, the left subclavia was damaged, required repair with a stent.